Event description:
It was reported doctor explanted lens due to dislocation. Another lens was implanted. The surgeon indicated that there were no problems or complications at the time of the original surgery. Add'l info has been requested, but no add'l info has been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information received indicates the following: the pt had traumatic cataract with loss of zonular support. The procedure was complicated due to rhexis. No vitreous loss, iol placed in bag as intended. Increased lenticular pressure caused anterior capsule tear at start of procedure. Post-op the entire capsular bag (with iol in bag) decentered from lack of zonular support. The entire iol/bag complex was removed and an anterior chamber iol was placed. The surgeon indicated the likely cause of the event was zonular damage from previous trauma. The pt's current status is good prognosis with anterior chamber iol. This report pertains to the pt's right eye.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found one haptic bent. It could not be determined if the lens dislocated in the patient's eye. The lens was rinsed in an ultrasonic bath for one full minute and then re-examined using a microscope. There is an area that has a cloudy appearing substance near one haptic. Due to evidence of use the source and origin of the cloudy white substance could not be determined. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined. However, the most probable root cause is "patient related". Due to previous blunt trauma from tennis ball, the patient had traumatic cataract with loss of zonular support.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental rpeort will be submitted upon completion of the investigation.